Event description:
Loss of osseointegration implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, smoker, periodontal disease, pain, inflammation.